Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is in process. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed service code 110 (overvoltage cleared no energy) upon startup and failed incoming detect and treat testing. The cause for the failure was isolated to a shorted c1, l1, and l2 components on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code during servicing.